Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ was the device on a vessel/artery when it would not open? ¿ if yes, how was the device removed? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the vessel/artery? ¿ if yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws became not to open and close. The device was used on the thick fatty tissue. The device was replaced. Another device was used to complete the case. There were no adverse consequences to the patient.